Event description:
On 07-dec-2009, the ventana customer service center was notified that two non-ventana antibodies run on a benchmark classic automated stainer reportedly led to false negative results in 2009. The patient passed away seven months later, for causes that remain unknown. Pre-existing medical condition remains unknown, but the complaint indicated the patient to have an advanced disease state.

Manufacturer narrative:
Ventana has requested historical patient records, instrument run reports, pictures of the slides, and the test protocol used. However, co has been unable to obtain the requested information within the required reporting time frame and therefore, cannot exclude the device from the incident. Hence, the incident is being reported. The instrument is under service contract and has been maintained as scheduled. At the time of the preventative maintenance, nothing was noticed. A recent visit performed in 2009 by co's application specialist revealed that the systems worked properly.